Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high, out of range, pacing lead impedance and a decrease in sensing amplitudes. Lead was replaced.